Event description:
It was reported that the patient presented at clinic for a device replacement due to normal battery depletion. At clinic, it was discovered that the patient's right atrial (ra) lead exhibited noise oversensing. The ra lead was capped on (B)(6) 2025 and successfully replaced. The patient was stable.